Manufacturer narrative:
This supplemental report is being submitted to provide the updated results of the legal manufacturer's final investigation. New information added to the following fields: h6. Based on the investigation results, the root cause could not be identified. However, it is likely that the e103 error occurred because the lamp did not light up due to a faulty ignitor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source had error code-clv103-ignition error. The light bulb was changed and the same error occurred. The issue occurred at the end of a diagnostic procedure. The procedure was completed without delay with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s allegation was confirmed. The device evaluation found an e103 error occurred when lighting failure of the clv lamp occurred. The device evaluation also found corrosion on the front panel chassis, the power switch was stuck intermittently, and a bad scope socket (locking mechanism not protecting the pins) with heavy dust on output socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The root cause of this phenomenon in the subject device was unable to be identified. IFU states troubleshooting in otv-190 troubleshooting guide chapter 9 troubleshooting 9.2. Olympus will continue to monitor the field performance of this device.